Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported experiencing a "pulsating sensation" near the device area, that happens several times during the day, and causes discomfort. The device is still in use. No patient complications have been reported as a result of this event.